Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the severely tortuous and moderately calcified in superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the severely tortuous and moderately calcified in superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed kinks on the device at 24.6 cm, 66.4 cm, and 69.1 cm from the distal tip. Microscopic examination revealed no further damage. The device was dilated at 14 atm for 3 minutes and no rupture was found. The complaint of a rupture was not confirmed.